Event description:
The physician changed the pressure level from 0.5 to 1.5 and was then unable to change the valve to any other setting. This all occurred prior to the operation.

Manufacturer narrative:
The valve was fully adjustable to all pressure levels. It was patent and passed reflux, siphon and leak testing. The valve was within specifications for all pressure-flow and preimplantation tests. The conditions of the complaint could not be duplicated in the lab.